Event description:
It was reported that after surgery, it was observed that the cord of the motor device had cuts and wires were exposed. There were no delays to the planned surgical procedure. There were no spare devices available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.